Event description:
The device was removed from the pt due to semi erect penis secondary to failed penile prosthesis. Additionally, prosthesis with inability to remain full after the cylinders were filled consistent with mechanical failure. Add'l lot/ser #: ac521 005.